Manufacturer narrative:
The device was not returned for evaluation. It was reported the cannula may not have been inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 - 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the emergency room for about 4 hours and was diagnosed with high blood glucose. The mother believes that during the night, the patient could have scratched the areas around the pod and the cannula may have come out of the insertion site. The patient woke up not feeling well, his blood glucose levels were high (about 350mg/dl) and he was vomiting. The mother kept dosing with the pod but the patient's levels were not coming down. Treatment at the hospital included an IV of saline and zofran. The patient's ketones were also very high/large. The pod was worn on the abdomen for between 24 and 36 hours.